Manufacturer narrative:
Attempts to obtain additional info, including the info in requested in section a of this form, were unsuccessful.

Event description:
The physician reported the pt was burned during an arthroscopic knee procedure in which the turbovac 90 icw was utilized. F/u with the pt post-operative found the pt was also experiencing tingling in one hand. Attempts to obtain additional info regarding this event and the pt's status have been made; however, no response had been received. No additional info was provided.